Event description:
It was reported that, during start-up, navio displayed a camera error message "camera infrared lamp is not working properly. This may result in a limited field of view." Surgery was continued past calibration and homing with out problem. Surgery was not delayed. The patient was not harmed.

Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. A relationship between the reported event and the device was established as the reported problem was confirmed. A complaint history review found 8 (eight) similar reports, this issue will continue to be monitored. The DHR could not be reviewed and it was not confirmed if the product met manufacturing specifications. Visual inspection found the camera in perfect condition. A functional evaluation was performed. The camera event log was interrogated and it revealed numerous illuminator faults from the field between (B)(6) 2019 through (B)(6) 2019. While connected to a navio system and case, far right camera error led illuminated but no errors presented on the navio system. The aak test was completed and it passed at 0.09 mm vs 0.35 mm upper limit. Functional evaluation confirmed the reported problem. The root cause was established to be supplier / raw material fault. No containment or corrective actions are recommended at this time.